Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2025.

Manufacturer narrative:
On july 15, 2025, mentor received additional information regarding the patient's event. It was reported that during the patient's explantation operation, the breast prosthesis was discovered to be not ruptured. Code a24 has been added in section h6-medical device problem code to document this additional information. It was also reported that the patient had a "lumpy breast" on the right side. This examination was interpreted with tomosynthesis. Code e1802 for cyst has been added in section h6-health effect - clinical code to document this additional information. The patient's date of birth was reported to be (B)(6) 1979. The date of event was reported to be november 15, 2024. The device serial number was updated to (B)(6). The patient's replacement device was reported to be a 700cc mentor memorygel breast implant (catalog 3507004bc). Manufacturer¿s reference number: (B)(4).